Event description:
In a journal article, a surgeon reported having a patient that had bilateral intraocular lens (iol) exchanges due to photophobia and asthenopia. After implant of the iol, involuntary lid closure for both eyes was observed, the possibility of essential blepharospasm was considered. According to the patient's wishes, the iol was exchanged. The photophobia was persisted, and the patient was diagnosed with essential blepharospasm. The photophobia had been observed since pre-surgery, and continued after exchange. After the patient was treated with medications, the photophobia improved. The photophobia seemed to be unrelated to the iol and related to essential blepharospasm. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received. Abstracts of lxii annual congress of japan clinical ophthalmology (p197) topic of presentation: 2 cases (1 patient and both eyes) of multifocal iol were explanted because of unknown cause of photophobia and eyestrain. This report was mailed to FDA on: 10/23/2009.